Manufacturer narrative:
This product is not marketed in the us. Evaluation of the returned product found that the iol remained inside the triangle part of the nozzle as reported. The volume of used viscoelastic material appeared to be appropriate. Top flange was pushed down till the final position. However, rod cap was disconnected from tip of the rod before it reaches the expected position and the rod passed iol. There was no irregularity found on injector assembly including joint of screw plunger and main body. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that upon handling the rod of a (B)(4) 25.0 diopter preloaded injector, the lens rotated inside the nozzle and cracked. The surgeon was unable to push the plunger, there was no patient contact and the surgery was cancelled